Event description:
The index procedure was elective with a primary indication of unstable angina. The target site was the distal left anterior descending artery (vessel diameter 2.5 x lesion length 18). The lesion was a de novo of the native vessel that was non-ostial, non-bifurcated with moderate calcification. The preprocedure diameter stenosis was 80% with a timi iii grade flow. This lesion was predilated and a cypher 18mm x 2.50mm stent was deployed. There was no postdilatatin of the stent. Angiographic success was achieved, as postprocedure diameter stenosis was 0% with a timi iii grade flow. However, two days postprocedure prior to discharge, the patient experienced a st elevation myocardial infarction, ventricular fibrillation cardiac arrest and repeat precutaneous coronary intervention of the proximal left anterior descending.